Manufacturer narrative:
Age at time of event: probably (B)(6). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2017-10206. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was described as a "chicken wing¿. Access was gained via the femoral access site, a watchman® access system was selected and crossed the septum low and posteriorly. An unspecified pigtail catheter was advanced through the was and into the laa. The was not tenting and there was bleed back when they removed the pigtail catheter. A 24mm watchman ® laa closure device & delivery system (wds) was then advanced. During deployment, they noticed that they were distal to circumflex artery and actually underneath a portion of the anterior chicken wing which compressed the device from the top-down as opposed to radial force on the side. Three partial recaptures and deployments were made with similar results. Sweeps were performed after each partial recapture and there were no pericardial effusions. After the third attempt the closure device was fully recaptured, sweeps were performed and they noted a change in the pericardium. The patient was monitored and remained hemodynamically stable. They were given 50cc protamine and heparin was reversed. After about three minutes an angiogram was performed at two different angles and they confirmed that there were no changes to the pe, no leaks or perforation. They decided to abort the case; the patient was fine and was sent to intensive care unit (ICU) for a couple of hours for observation. No further patient complications were reported and the patient status is stable.